Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
It was stated that the customer passed away due to a severe hypoglycemic episode. It was stated that the customer went unconscious prior to passing away. It was also stated that the customer was wearing the insulin pump prior to going unconscious, but not at the time of death. A request was made to return the insulin pump for analysis but the customer's wife declined.